Event description:
The user facility reported the cutter would not work. Another cutter was used to complete the surgery. There was no pt injury.

Manufacturer narrative:
Eval completed. One cx6925 pack from lot u9593 was returned. The tip protector was not returned. The needle was bent approx 15 degrees. The port window was in the opened position. There was dried solution visible in the tubing. The connector was loose on the tube sets. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a (B)(4) after re-tightening all of the connectors. With the cut rate set at (B)(4), once engaged the inner needle remains blocking the port. The inner needle will not retract or move back and forth across the port opening as it should. The inner needle blocking the port causes reduced aspiration and prevents cutting. The cutter was not functioning as required. It should be noted that a bent needle condition could contribute to poor cutter performance. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2, see 1920664-2013-00183.